Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 10 years since the subject device was manufactured. Based on the results of the investigation, it¿s likely the loss of image occurred due to a faulty cable. The root cause of this event was unable to be identified. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, the user¿s report was partially confirmed. The image was noisy due to a damaged cable. Additionally, the coupler was found rusty and the charged coupled device unit (ccd) was damaged and stuck in the coupler. If additional information becomes available following the device evaluation, a supplemental report will be filed.

Event description:
The customer reported that while reprocessing his olympus camera head, the image appeared abnormal. According to the initial reporter, a black area was formed in the middle of the image. This event had no patient involvement. During the device evaluation, it was discovered that the unit was producing a noisy image. This report is being submitted to capture the noisy image found during the device evaluation.